Event description:
It was reported during the end of the atrial fibrillation (afib) procedure, the lasso navigational variable eco catheter stopped deflecting. The catheter was exchanged and the procedure was completed. There was no patient injury reported in this procedure. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that the distal part of the electrode ring #19 was sharp with a little blue material underneath it, also the pu margin. Upon request, additional information was provided on the returned condition of the catheter. There was no difficulty noted when the catheter was withdrawn from the patient. There was no patient consequence. This condition was not noted prior to use or upon withdrawal of the catheter. This condition was not noticed prior to sending the catheter to the bwi failure analysis lab. The sheath was a white 8.5 fr st. Jude medical sl1. The returned catheter condition is indicative of a reportable event, thus marking (B)(6)2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).